Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that there was a leak on the cassette. There was unknown patient involvement, but no patient harm reported in the event.

Manufacturer narrative:
The device was not received for evaluation. A picture was received showing the primary plum set in plastic packaging with a red circle outlining the diaphragm of the cassette. The complaint of leakage on cassette on the 14687-15 primary plum set can not be confirmed based on the returned picture. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.